Manufacturer narrative:
Product event summary (B)(4): the controller 2.0 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed at bench level during failure analysis. Functional testing revealed the controller's liquid crystal display (lcd) was not functioning as expected; lcd display remained blank after controller power up. The lcd display module was replaced with a known working one and the results revealed that the controller was able to display all pixels correctly. Visual inspection of the unit also revealed a crack in the power port one (1) connector. This is an additional observation not related to the reported event. The most likely root cause of the reported event can be attributed to a faulty lcd display module. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller 2.0, ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual inspection of the controller under 10x magnification revealed a hairline crack surrounding power port 1. An internal visual inspection did not reveal fluid ingress. The hairline crack is not related to the reported event. Based on an investigation conducted the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Functional testing revealed that the controller's liquid crystal display (lcd) was not functioning as expected; lcd display remained blank after controller power up. The lcd display module was replaced with a known working one and the results revealed that the controller was able to display all pixels correctly. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty lcd display module. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient came into the emergency room (ER) on (B)(6) 2017 with the controller showing random numbers on the display screen but with no alarms. The controller was exchanged, and the issue was stated to have been resolved. It was further stated by the site that there was no evidence of external damage to the controller. It was reported that there were no patient symptoms or complications associated with this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis (B)(4). The controller failed visual inspection and functional testing. The reported event was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
No patient complications have been reported as a result of this event.